Manufacturer narrative:
A visual examination of the returned opened and used piece of catheter, (approx 5.75 in) confirmed that the distal tip of the catheter has been torn off. Unfortunately, we are unable to determine with certainty the root cause for this reported difficulty.

Event description:
We were advised that the catheter was implanted in the pt in 2007, and was extracted at about 3 months later. During extraction, the catheter tore. Images were made to show the broken catheter in the stomach. No further info was provided.